Event description:
A power source alert 07 was reported as the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted, leading technical support to decide to replace the pump.